Manufacturer narrative:
The insulin pump was received with a missing segment due to a cracked zebra connector on the lcd board. The unit passed the displacement test. The following cosmetic damage was also noted: cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident was 291 mg/dl. The customer's mother stated that there is a line that goes through his letter on the display window. Troubleshooting was initiated for the partial display. The customer's mother confirmed she was using an energizer aaa alkaline battery and that the pump had not been dropped or bumped. The battery was changed but the partial display issue persisted. The customer's mother was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.